Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health professional reported that, defect was noticed after the implantation and the surgeon had to explant the lenses. Not sure if it was related to the injector or the cartridge. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of defect in lens; therefore, the condition of the product could not be verified. A review of the device history records traceable to the possible lot numbers indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).